Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) removed and replaced both drawer controller board, pmc (pyxibus module controller) board, and both retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus and unable to recover. As per part investigation, it was determined that there was thermal damage marks and exposed cooper strands observed on the assy retractor dwr hh cubie. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue drawers 2.1 and 2.1 not detected on the bus was confirmed during fse (field service engineer) testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order (B)(4), the fse reported that main enhanced half height drawer 2-1 and 2-2 keeps failing. Removed and replaced both drawer boards, pmc board, and both retractor bands. Fse tested on hta and passed without issues. During dchu visual inspection: p/n 151630-01: the part received showed no signs of physical damage, thermal damage, loose components, fluid ingress or missing components. P/n151622-01 (1st): the part received showed no signs of physical damage, thermal marks, loose components, fluid ingress or missing components. P/n151622-01 (2nd): the part received showed no signs of physical damage, thermal marks, loose components, fluid ingress or missing components. P/n 353844-01 (1st): the part received exhibited thermal damage marks and exposed cooper strands. P/n 353844-01 (2nd): the part received showed several bents along the retractor assembly flat flex cable. During dchu testing: p/n 151630-01: a calibrated digital multimeter was used to assess the condition of the pmc. The dmm was set on continuity mode and the fuse f201 was tested. As a result, the dmm showed ol which indicates an open circuit with no continuity. No further testing was required. P/n151622-01 (1st): a calibrated digital multimeter was used, the ohm (o) function was selected to evaluate drawer controller board. The initial test consisted of placing the black test lead on tp505 (gnd) and the red test lead on tp502 (5v1) to verify the d501/mosfet q501. Dmm showed a resistance of less than 1 o, indicating a short circuit in this component. The expected range is greater than 1000 o. No further tests were required for this drawer controller board. P/n151622-01 (2nd): the second drawer controller board showed all resistance measurements within acceptable ranges, confirming mosfets and other electronic components such as resistors and diodes were in good condition. No damage or open circuits were found. Hta testing in a known good drawer passed successfully, with full communication and no anomalies observed. P/n 353844-01 (1st): no further testing was required due to the observed thermal damage marks along the retractor assembly flat flex cable during visual inspection. P/n 353844-01 (2nd): no further testing was required due to the exhibited pronounced bents along the retractor assembly flat flex cable during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the reported issue was generated by multiple faulty components: the pcba pmc v1.06/v0.09bl hh due to an open fuse (f201); the use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01 sn (B)(6) due to low resistance between tp502 and tp505 (damaged d501/mosfet q501); the assy retractor dwr hh cubie due to thermal damage marks and exposed cooper strands; and an additional assy retractor dwr hh cubie presenting multiple bends in the flat flex cable.